Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Patient reported their implant works when it wants to; therapy never took away all their pain, but did help their pain symptoms. Agent asked when the issue with therapy started, patient said every once in a while, or when they are bending down, they can feel that their stimulation was not on, but then the next day it might "pop on." Patient stated they had worked with a rep in the past. Agent reviewed information and advised they may want to follow-up with their doctor (hcp) and reps again to take a look at the ins/therapy performance. Patient said they had been told their ins would only last 6-9 years, and they were aware this year would be year 8; agent reviewed information.